Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had prime rewind anomaly and they had experienced high blood glucose level. The blood glucose level was 450 mg/dl. The high blood glucose was treated with the manual injection because the customer was off the insulin pump. The customer reported that insulin is squirting out during the manual prime process. The customer stated that they are unable to exit the preparing to prime loop. The customer was unable to troubleshoot because the customer was off the insulin pump. The insulin pump will be returned for analysis.